Manufacturer narrative:
The lens was not returned for evaluation. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. The most probable root cause is operational context. User related factors such as loading or handling techniques and/or procedural factors such as lens and inserter interaction might have contributed to the event. Based on the information provided, a definitive root cause cannot be determined. No corrective action is necessary at this time.

Event description:
It was reported that during insertion of an intraocular lens (iol) there was a loading error which kinked. The lens was removed intraoperatively by cutting the lens in half and enlarging the incision to 2.8mm for lens removal. Sutures were required. The iol damage was noticed intraoperatively during lens insertion. The lens was replaced with a lens of the same model and diopter. In the physician's opinion the most likely cause of the iol damage was loading error. The surgical procedure was phaco only. The patient did not notice a decrease in their vision. The patient's current prognosis is good. The products were discarded and are not available for analysis.